Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a permanent scs implant procedure on (B)(6) 2017. A company representative put the ipg in surgery mode prior to the device being implanted. Post-op, the patient's ipg was unable to be restored. Troubleshooting attempts were unable to provide resolution. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.